Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. The cartridge product history records were reviewed and documentation indicates the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the cartridge cracked at the end of the implantation. There was no patient harm and no incident with the iol. According to the materials manager, the doctor mentioned that the back haptic was coming out of the side of the cartridge as it was being advanced, cracking the cartridge.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified iol diopter, handpiece and viscoelastic. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the room temp was 70 degrees and not sure of the amount of viscoelastic used. The viscoelastic was at room temperature, no issue noted before.